Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal delivery occurred on (B)(6) 2015 at 07:08; no abnormal pump operation was observed. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm.